Manufacturer narrative:
Zimvie complaint number (B)(4). D10. Concomitant medical products tascd30, tsv angled screw channel driver 30mm lot unknown. Zimvie received one (1) tascd24, (tsv angled screw channel driver 24mm) for evaluation. Visual evaluation was performed, the driver¿s tip was fractured. Fractured piece was not returned. Device history record (DHR) review by lot number could not be performed, as the lot number associated with the reported product is not available. However, zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number was conducted for the tascd24 dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/product holds for the reported product for similar event. Review completed utilizing keywords: ¿dental : functional : fracture¿ based on the investigation and risk management file review, the most likely root cause determined from the investigation was customer error, applying to much torque. Therefore, based on the available information, a device malfunction did occur. The driver¿s tip was fractured. The reported event was confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation.

Event description:
It was reported the driver fractured at the tip. No impact on the patient reported. Procedure completed with another tool. Upon investigation the returned tascd24 driver was fractured at the tip. After follow up with the costumer on 23 oct 2025 clinician confirmed they send a tascd30. This information will be updated to the related complaint. This complaint represent the tascd24 returned.